Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased sensing and increased capture threshold resulting in a loss of capture was observed on the right ventricular (rv) lead due to dislodgement resulting in inappropriate defibrillation therapy. Diagnostic imaging was performed and confirmed rv lead dislodgement. The issue was resolved by repositioning the rv lead. The patient was in stable condition.